Event description:
During needle driver inspection to assess for instrument integrity prior to use, the needle driver tip was detected to be bent with a small portion of it that broke off. The needle driver was never utilized during the case and it along with the broke tip were subsequently sequestered.